Event description:
Event description cpi received information that there was oversensing, and improper shocks observed. An invasive procedure was performed, and it was noted that the endotak down-sized lead (0125) was broken at the sensing portion of the lead, near the connecting block. The sensing portion was capped, and the shocking portion remains active. Another cpi lead (4261) was implanted for the sensing and pacing portion of the system.